Manufacturer narrative:
There was no report of device malfunction during the procedure and the system functioned as expected. Submission of this report is associated with the recent acquisition of gynesonics by hologic, inc. During the integration into hologic's adverse event reporting system and procedures, a review of historical adverse events was performed. As a result this event was identified as being reportable on aug 12, 2025 and is being reported retroactively out of an abundance of caution.

Event description:
On (B)(6) 2024 a patient reported that her fibroids have not shrunk and she is experiencing discharge that she did not have before the surgery.